Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2008, a monarc subfascial hammock was implanted. The patient had been diagnosed with, "stress urinary incontinence and vaginal vault prolapse." It was reported that, 'as a result of the implant she had recurrent pelvic pain, erosions, and infection of the tissue around the mesh. In (B)(6) 2009, she had surgery to, "remove the mesh, as well as revisionary surgery, and vaginal reconstruction to correct the injuries caused by the mesh." As a result, she has, "suffered and continues to suffer from chronic physical pain and emotional injuries, thereby sustaining severe and permanent personal injuries and damages." Also reported was that she has, "suffered serious injury, has required medical care and attention, including additional surgery, hospital admission and physical therapy," she has "suffered mental anguish and severe pain,"